Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's cable was frayed and unable to be used to charge the pump. Tandem technical support sent the customer a replacement usb charger cable. Customer blood glucose level (bg) was 160 mg/dl.